Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that serial number of insulin pump was not visible and insulin pump did not alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08xxx inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Device also received with faded serial number label. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. B)(4).

Event description:
It was reported that sensor was not in use at time of reported incident event.